Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received information via the training product tracking form that 7.0 software did not migrate over to the physician's handheld computer. The flashcard was received with the form and is pending product analysis.